Manufacturer narrative:
This report is being filed on an international product, list number 9c94 that has similar products distributed in the us, list number 1l81 and 4p54. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends related to this issue for the architect hbsag confirmatory v.1 assay. No other complaints were identified for reagent lot 76312fn00. Investigation testing was performed for architect hbsag confirmatory v.1 lot 76312fn00. Testing of panels which mimic patient samples was performed using in-house retained kits of lot 76312fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag confirmatory v.1 assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar products distributed in the us, list number (B)(4) and (B)(4).

Event description:
The customer reported a false repeat reactive and confirmatory positive architect hbsag results for one patient. Sample ID (B)(6) generated multiple reactive architect hbsag results of 0.05 iu/ml and architect hbsag confirmatory v.1 results were also false positive with a neutralization rate of 54.4%. The same sample also generated two negative architect hbsag results. Additionally, a second sample drawn at the same time was tested at a reference lab on the same architect assays and generated negative results for both assays. No specific patient information was provided. No adverse impact to patient management was reported. Note a separate mdi is being submitted for the architect hbsag results.